Event description:
The customer reported that the red alarm is not working on any of the monitors in icu2. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Reporting institution name hospital (B)(6). E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The philips remote service engineer (rse) interviewed the customer who stated they had a rather unstable admission and when the blood pressure dropped, only the yellow alarm went off, not the red one. A philips authorized service provider was dispatched onsite to further evaluate the unit. The asp discovered the configuration of the extreme alarms for the pressure parameters were not configured in the monitors of the icus 1 and 2. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.